Event description:
It was reported that stent damage occurred. A 3.50 x 20mm synergy megatron was advanced to the target lesion, but was not able to cross the lesion due to the device being the wrong size. During withdrawal of the device, a strut protrusion was noted. The procedure completed with another synergy megatron device. No patient complications were reported in relation to this event.